Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during procedure, there was difficulty in loading wire and the stent dislodged. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent was found dislodged during preparation. The stent was not advanced into the catheter.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. There were crimp marks on the balloon indicating the stent had been correctly placed. There was no damage to the stent. The stent had shifted distally on the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the stent was displaced.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during procedure, there was difficulty in loading wire and the stent dislodged. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. It was further reported that the stent was found dislodged during preparation. The stent was not advanced into the catheter.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during procedure, there was difficulty in loading wire and the stent dislodged within the catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.